Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to elevated blood glucose levels (602 mg/dl). Reportedly, the customer experienced a heart attack while being hospitalized. Customer was treated with insulin, and released from the hospital on (B)(6) 2015.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.